Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead was out of service on (B)(6) 2019; there was no allegation from a health professional that the lead caused or contributed to an adverse event. Further information was requested but not received.